Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose was unknown mg/dl. The customer stated they did not receive a low battery alert prior to the off no power alert. Customer stated the battery was not previously used. The customer stated the pump was not dropped or bumped. The customer was advised that unattended alarms will drain the battery. The customer stated there were unattended alarms. The customer was advised to insert a new (B)(6) aaa alkaline battery. The customer was advised to monitor the pump.